Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis confirmed invalid battery measurement data. The cause of this anomaly could not be determined. Analysis also confirmed backup vvi operation due to battery depletion and corrupted bit. After the product code was downloaded, normal function resumed. The cause of battery depletion could not be confirmed to be normal due to insufficient data.

Event description:
It was reported that the patient presented in clinic for a follow up visit. The pulse generator exhibited backup vvi operation, invalid battery measurement data, and premature eri. The device was explanted and replaced.